Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11772. It was reported the sjm representative was sent a message that the physician was explanting the devices for this patient. It was reported the patient had not used the stimulation since some time in the year 2009. The devices were discarded after the procedure. Attempts to obtain more information regarding the patient and the procedure were unsuccessful.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.